Manufacturer narrative:
Date sent to FDA: 10/23/2008. - plastic tube breakage - conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. During the procedure, after the first side was completed, while pulling the trocar out of the tissue on the second side, the white plastic tubing broke off. Because the first side was already done, the surgeon decided to affix the mesh somewhere on the side which could not be pulled through the tissue. The procedure was successfully completed with no adverse pt consequences.